Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and possible perforation of the right atrium post implant of the right atrial (ra) lead. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.